Manufacturer narrative:
Date of event: exact date unknown, event occured years ago. Explant date: years ago. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: (B)(4). Model: sc-2138-50 serial: (B)(4). Batch: a08864/122312.

Event description:
It was reported that the patient was not getting adequate pain relief. The patient underwent an explant procedure and all explanted devices were discarded by the medical facility. No further information has been obtained despite good faith efforts.